Event description:
The hcp reported that while placing the bravo ph monitor, the capsule did not deploy from the delivery system. The handle/ plunger broke during the procedure. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.